Event description:
It was reported that while using the variax 4.0 compression plate when the surgeon drilled the first screw through the oblong holes the screws went through the plate. Grabbed different set and screws and happened again. Surgeon decided to use the plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report. Device will not be returned.